Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possibility of lead revision. This lead remains in service. No additional adverse patient effects were reported.